Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenal papilla during a transduodenal oddi sphincterotomy (duodenal papillary sphincterotomy) procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke while cutting. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter's facility name is affiliated (B)(6) hospital); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.